Event description:
It was reported that a cartridge alarm occurred. There was no reported adverse impact to customer's blood glucose level. Customer reverted to an alternate method of insulin delivery.